Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: it was reported that upon drawing blood from the patient, the green hub leaked.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 1: two (2) used samples, both connected to a 5ml syringes via the caresite valve, were provided for evaluation. Visual examination of the samples noted vertical cracks present on the luer lock connectors. This condition lead to the leakage reported. Based on the evaluation of the samples the reported defect is confirmed. Retained units were evaluated and passed the internal testing. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. In addition, review of the batch history records was also performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. Incidents of cracked/leaking connectors can possibly be caused by several factors, including but not limited to the product being subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening or frequent set manipulation), or other various unforeseen circumstances during the clinical application. We will maintain this report for further references and continue to monitor other reports for similar occurrences.